Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced an adhesive event with the infusion set as the infusion set fell off during use after being used for two days. Patient confirmed to be doing physical activity/sweating, swimming, or bathing at the time the set fell off. Patient replaced infusion set and resumed insulin successfully. No further information available.